Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified, and heavily tortuous severely angulated lesion in the circumflex artery. The patient had successfully intervention with an unknown stent on (B)(6) 2017. The patient felt angina on (B)(6) 2017 and was sent to the cath lab. Following pre-dilatation with multiple balloon catheters, a 2.25x15mm xience alpine stent delivery system (sds) was advanced. However, resistance with the angular portion of the artery was felt and the device could not completely reach the lesion. An attempt to remove the sds was made, but a tug was felt. The sds was removed and it was noticed that the stent was missing. Reimaging was performed and it was thought that the stent was caught between the left anterior descending artery and the circumflex artery. A small size balloon catheter was advanced in an attempt to deploy the stent; however, the stent was crimped and the balloon could not be placed in the stent. An attempt to snare the stent was made, but failed. The patient was sent to another cath lab and the stent was successfully retrieved with a snare. The patient was treated with additional stents and is doing fine. No additional information was provided.